Event description:
It was reported that patient received a vibratory alert due to noise from both the ra and rv leads. Fracture or insulation break were suspected. Upon explant, externalized conductors were observed. Lead fracture was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.